Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen. Reportedly, skin adhesive was placed completely over the sensor area without leaving a space for the sensor to be inserted. Additionally, calibration was performed when bg value was over 400 mg/dl. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: use optional skin adhesives (mastisol, skintac) as part of your insertion site preparation to help keep your sensor pod attached. Apply the skin adhesive after you selected and cleaned your insertion site. Create an empty sideways oval, making sure you don't get any skin adhesive inside the oval. Let the oval dry based on skin adhesive manufacturer's instructions. Once dry, your skin may feel slightly sticky. Labeling indicates: never calibrate if your bg values are under 40 mg/dl or over 400 mg/dl. If bg value is outside of this range, receiver doesn't understand these values and won't calibrate. You must wait until your bg is in the range to calibrate.